Manufacturer narrative:
At the time of the event, there was no indication of a reportable malfunction based on information provided and assessed by alere (B)(4). Alere (B)(4) updated reporting decisions and conducted a retrospective review of complaints against the updated reporting decisions. This MDR is a retrospective filing that was identified during this retrospective review activity associated with an observation from an FDA inspection conducted in january 2019 at alere (B)(4) (reference eir (B)(4)). The awareness date is based on updated reporting decisions and completion of the retrospective review activity. There is no new or increased trend based on this retrospective review activity. Investigation results: the customer's observation was not replicated in-house with retention products. Retention products were tested with clinically negative urine and serum samples and low concentration urine and serum standards. All devices showed negative results at read time and met qc specifications. No false positive results were obtained during in-house testing. Manufacturing batch record review did not uncover any abnormalities. Root cause could not be identified based on the information provided.

Event description:
It was reported that on (B)(6) 2017, the patient presented for routine ER testing. The patient's serum was tested on the cardinal health rapid test hcg combo test and produced a weak positive line. A serum quant was then performed and produced a result of 1 miu/ml. The patient was diagnosed as not pregnant. No further information was provided.